Manufacturer narrative:
Siemens healthineers filed initial MDR 2432235-2025-00309 on 08-dec-2025. Additional information (13-may-2026): siemens healthineers technical representative and a 3rd party fire investigator were granted permission to visit the customer site but were prohibited from removing any material from the site and from accessing data from the device. No fuses were blown on any of the fuse boards. Siemens healthineers confirmed that the atellica ch 930 analyzer serial number (B)(6) was damaged by fire. The instrument, including the module manager (mm) computer and the site's closed circuit television (cctv) footage were requested by siemens healthineers on multiple dates to continue the investigation. The customer has consistently ignored or refused the requests. Without the instrument and/or instrument log files siemens healthineers lacks the necessary information to determine the root cause of the incident. The type of investigation, investigation findings and investigation conclusion codes in section h6 were updated to reflect the additional information. No further investigation into this analyzer can be performed.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report an atellica ch 930 analyzer was directly affected by fire. This led to loss of analyzer functionality. The customer has completed an investigation of the event and has generated a report of the findings. Siemens has requested a copy of the report but has not received a copy of the report and have no awareness of its contents. Additionally, siemens has requested the opportunity to examine the instrument but has not been permitted onsite to investigate. Siemens will continue to await the receipt of the investigation report and response to requests for access to the instrument for investigation.

Event description:
An outside the united states customer reported an atellica ch 930 analyzer was directly affected by fire. There were no injuries reported. There was no delay in patient testing reported as this facility is a forensic laboratory. There are no known reports of adverse health consequences due to the event.